Event description:
New information reported stated that the patient was seen in the hospital on (B)(6) 2017 and normal device function was noted. No further action would be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a heart rate of 40 beats per minute. Upon interrogation, it was noted that the atrial lead exhibited a loss of capture and a drop in p-wave amplitude. No intervention was reported.